Event description:
The iab unfolded during insertion. (Event complications: unk-reported 12/5/97.) (Pt's current status: unk-rpt'd 12/5/97.)

Manufacturer narrative:
Evaluation summary: the iab was received intact for evaluation with the membrane noted to be completely folded. Blood was noted on the exterior of the iab and within the inner lumen. No abnormalities were observed at the proximal or distal ends of the membrane. The sheath/hemostasis valve assembly used with the device was not returned for evaluation. The catheter o.d. Was measured and found to be within datascope's manufacturing specifications. No kinks were noted in the device. As a test, a vacuum was drawn and maintained on the folded membrane according to datascope's instructions for use. The membrane easily passed through a lab 10 french, 6 inch sheath/hemostasis valve assembly without difficulty. Probable cause of difficulty: based on the examination of the iab, it was not possible to verify the reported difficulty. No defect was noted in the balloon membrane. Although conjectural, it is possible that the user perceived the membrane flares at the proximal and distal ends of the iab membrane (where the membrane is attached to the balloon catheter tubing and tip) to be a defect. This characteristic is quite normal and is a result of the way the membrane is folded during the manufacturing process. In addition, if a sufficient vacuum is not drawn and maintained during the insertion (using the 6" sheath), it is possible that the membrane at the proximal and distal tapers can become "bunched" or twisted when the catheter is handled during the insertion procedure attempt leading to the perception that the membrane had unfolded or "crimpled". In addition, difficulty inserting the iab through the sheath may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The patient may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. The catheter and/or inner lumen kinked during insertion if the balloon was not supported by a guide wire. The catheter was held too far back from the site of insertion.